Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing duramorph (dose and concentration unknown). The indication for use was spinal pain. It was reported that in the year 2014, the patient's pump was not working effectively for pain management, and was not efficient. The pump was removed in (B)(6) 2016. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.